Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green lid (door) of an automated compounding device (acd) main module broke off by the rotor. This was identified during set up. The door was replaced. There was no patient involvement. No additional information is available.